Event description:
Spontaneous call - pt states she is missing an orange piece from her auto injector. New device being shipped from pharmacy. Unk if pt missed dose due to piece missing from device, no adverse event reported. Unk if pt has defective device on hand. No further details or dates reported. Reported to (B)(6) by pt/caregiver.